Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer performed the load fill tubing sequence while connected at the infusion set site. The customer fainted due to blood pressure issue. Subsequently, 5 units of insulin was inadvertently delivered. The customer¿s blood glucose (bg) lowered to 40s mg/dl. Customer required assistance addressing bg level with juice. In addition, customer addressed bg level with carbohydrates. Tandem technical support educated the customer on how to properly perform the fill tubing process.